Manufacturer narrative:
During additional follow up with the patient, they clarified that there were no issues with the supplies. The patient stated that the cause of the leak was due to them having a loose connection because they did not properly connect the supply bag to the line of the homechoice cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated that the supply bags were empty and solution was on the floor below the empty supply bags. The renal therapy service agent (rtsa) explained the alarm to the patient, and assisted in ending therapy . The patient was advised to contact their nurse regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.